Event description:
The complainant reported that the patient endured a couple episodes of ventricular tachycardia during impella 5.5 support. The condition resolved without intervention and support continued uninterrupted. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.